Event description:
Used pneumatic compressor on legs with a representative from the company who set up and applied during teaching how to use devices. Caused leg wound on the leg -- felt wet spot upon removal from the leg. Lymphapress is the name of the product. A doctor directed me not to use it any longer as it caused this problem.